Manufacturer narrative:
Event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain when they lay back and lift their leg. As a result, on (B)(6) 2021 surgical intervention occurred, where the lead was repositioned. No products were explanted or implanted. The patient has effective therapy post operatively.